Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va18q7c, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that the patient said there was pain at their pocket site and they did not feel the system was efficacious. They wanted the system removed. Surgical intervention was planned for (B)(6) 2020. There were no device issues reported, and no further patient complications reported at this time.